Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative b-hcg result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial less than1.20 iu/l on (B)(6) the patient had a rapid test that came out positive. The patient went back to the lab 4 days later to have another sample drawn, and bhcg came out to 2000 iu/l. The tube from (B)(6) was retested on the labs other i2000, and it came out to 700 iu/l. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The issue was resolved by replacing architect probe (list number 08c94-47). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.